Manufacturer narrative:
Due to character limitations in e1: full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had interference with the ECG waveform during use. No injuries have been reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - e1(event site telephone) (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed that the user's reported problem was caused by a faulty front end panel (0670-00-1164). The fse returned to the site and replaced the front panel. All functional and safety test were performed and passed. The failure analysis and testing dept. Received part number 0670-00-1164 with a reported unit failure of an interrupted ECG signal. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
N/a.